Event description:
It was reported intermittent occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level on (B)(6) 2026 and (B)(6) 2026, the pump was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.